Manufacturer narrative:
(B)(4). The root cause of the reported condition of peritonitis is undetermined. The device involved in the incident was unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance. This is a spontaneous report by a baxter employed nurse from (B)(6) of diarrhea and peritonitis coincident with dianeal pd2 ultrabag therapies. On unreported dates, the patient began treatment with dianeal pd2 ultrabag therapies (doses and frequencies not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis. On an unreported date, the patient experienced diarrhea. The patient did not require hospitalization. A peritoneal effluent analysis and culture test were not performed. On (B)(6) 2011, the patient began remedial therapy with fortum (1 gm, once daily, injection ip continuing), vancomycin (1 gm, loading dose, injection ip) and heparin (2000 iu, once daily, injection ip continuing). The cause of the peritonitis was diarrhea. At the time of this report, the outcome of peritonitis and diarrhea were unknown. The nurse considered the event of peritonitis to be unrelated to dianeal pd2 ultrabag therapies. The nurse did not provide an assessment of causality for the event of diarrhea.